Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported a year and 4 months after the dental implant was installed in the pt's mouth, it was verified its non osseointegration. Pt had low bone type ii. The pt presented infection.